Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to associated manufacturer report #3005099803-2008-01092 for a description of the second event. It was reported to boston scientific corporation on june 08, 2008 that a resolution clip device was used in an esophagogastroduodenoscopy (egd) procedure. According to the complainant, "before the clip was introduced into the scope, they were unable to get it extended (out of the sheath). The clip detached and inside the sheath." The physician continued the procedure with a second resolution clip device.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The suspect device was not returned; therefore, a device evaluation was not performed. The cause of the reported malfunction cannot be determined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.